Event description:
It was reported that when using the bd pyxis¿ es server medication order not crossing over to server correctly. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication order was not crossing over to server correctly. A technical support specialist verified messages as being received by the carefusion coordination engine interface, and the integration engineering support team or an integration engineer was contacted to confirm that the carefusion coordination engine was processing messages. Access was made to the enterprise server, and structured query language server management studio was opened. Queries were run to determine whether messages were queued on the enterprise server and to check if those messages were processing. It was observed whether the queued message count increased, indicating that messages were not processing. An additional query was run to identify the timestamp of the last received message. Patient or order examples provided by the customer were reviewed, and when examples could not be located, the external messages and messaging service debug logs were checked for related errors and different order for medication, was found to have been entered for another patient. This order appeared to have crossed over with the correct medication identification field. The customer was able to resolve the issue by updating the cerner product build. The system functioned as intended after the technical support specialist inspected the issue.